Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 472 mg/dl. The customer was treated for the high blood glucose readings with 2 units of insulin. The customer stated that there was a no delivery while priming the pump. The customer stated that the alarm was resolved by a reservoir change. The customer stated that the alarm occurred during manual prime. The customer was unable to troubleshoot during the time of call. The customer was unable to troubleshoot during the time of call. The customer declined to troubleshoot for high blood glucose readings.